Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's caregiver who explained the patient was able to continue therapy with the new supplies. The caregiver stated the patient's nurse was notified. No injury or medical intervention was reported. This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained by baxter, the cause of the error was due to air being sucked into the disposable set when the patient did not connect after therapy started. The caregiver explained that the patient had pressed "go" to start the drain before connecting. The homechoice apd systems patient at-home guide instructs the patients on the proper sequence of steps to perform before the patient can press "go" to start therapy. This review finds the labeling adequate for the use error in the complaint. The lot number is unknown therefore a batch review was not performed. Similar reports have been received. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) system error 2240, this system error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated the hp pressed go to start the initial drain before connecting himself. The cg stated the hp then connected himself and the hc alarmed system error 2240. The tsr explained the alarm and then assisted the cg to cycle power twice to clear the alarm and explained to start over with all new supplies. The patient was involved but there was no patient injury or medical intervention was reported.